Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Had to get the trial femur out using something else. Update 05/25/2018: the threads of the slaphammer broke off inside the hole of the femoral trial. An insert impactor and mallet were used to remove the trial. Rep confirmed there was absolutely no surgical delay. Primary left medial knee procedure.